Event description:
It was reported that the reservoir was occluded. Customer stated that she got 3 no delivery alarm. Customer stated the plunger did not move on the reservoir. Customer's blood glucose was unknown during the time of the event but his current blood glucose was 189 mg/dl. Customer stated the alarm was resolved by a complete set change. Customer will be returning the infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.